Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their endocrinologist and was diagnosed with blood glucose (bg) values that reached 560 mg/dl. For treatment, the patient was given insulin. The patient was discharged after 3 hours.